Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room in (B)(6) 2013 due to low blood glucose. The blood glucose reading was low at the time of hospitalization. Caller stated that the customer's insulin pump was not working properly. Caller stated that the insulin pump was not delivering the correct amount of insulin and customer became unresponsive due to low blood glucose. Caller stated that the customer suffered severe brain damage due to hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Minor scratches on display window, stained and debris on the end cap sticker and address/serial number label, cracked reservoir tube lip, and damaged battery cap coin slot noted. Multiple error alarms noted on the device history as a result of corrupted history files. The reservoir was inspected and no damage noted. The reservoir passed the reservoir test with no anomalies. Products were taken by plaintiff's representative after testing was completed on (B)(4) 2014.

Manufacturer narrative:
This report is provided because the evaluation codes were incorrect in the first follow up report that was submitted.